Event description:
During incoming inspection of the device, our foreign consignee detected that the catheter did not have the usual number of markers on it. No other details regarding the nature of the event were provided. Since the event occurred during incoming inspection of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.